Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): distal conductor fractured; full lead in segments returned and analyzed.

Event description:
It was reported that there was an impedance spike, a fractured svc coil, oversensing, and that the patient received inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.